Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain and complex reg pain syndrome type ii. Information was reported that the caller reported the patient's previous ins "lost all its battery power" so it had to be replaced. The caller clarified stating that the op report (from 97715 implant procedure) stated that the previous ins battery was depleted and could not be recharged. The caller was asked to clarify could not be recharged as the patient's previously had a prime cell ins. The caller then stated that he is unsure if the op report had those exact words, but indicated he understood the op report as indicating the patient's ins did not have the capability to be recharged. No further complications were reported. No patient symptoms were reported.